Event description:
It was reported that when peeling the introducer sheath, the grips broke off so that it could not be peeled anymore.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.